Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00172. It was reported the patient's pain had returned. A company representative met with the patient and, it was observed the left lead had high impedances on all contacts. The doctor was notified and patient had x-rays which showed the patient's leads had moved from t7 to t11 and t10. Surgical intervention will be taken for lead revision.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00172. Follow up information indicated the patient had the lead replaced with therapy restored post-op.